Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch uf/ importer report# 2100020000-2023-8020 was received with the following information: "this is a case about an elderly female who presented to hospital for a c3-c6 anterior and posterior cervical discectomy, fusion (acdf/pcdf: anterior cervical discectomy and fusion/posterior cervical discectomy and fusion), and laminectomy. The mayfield tong was applied, and the patient was sandwiched and flipped on the or (operating room) bed with no complications. At 2:55pm, it was reported that the mayfield tong system moved out of position. According to the surgeon, the mayfield tongs and cervical management system first slipped during exposure in the posterior portion of case. He scrubbed out, inspected the mayfield system, noticed no issues, and tightened everything again. Around the time when final instrumentation was being placed, the mayfield slipped again, prompting them to make more readjustments. There were a total of three slips." Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) and the investigation could not confirm the complaint. As a result, the root cause of the reported issue could not be determined. However, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The probable root cause for the reported complaint is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.